Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead. It was found that the rv lead exhibited noise, oversensing, and a rise in pacing impedance. Reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.